Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was getting stuck. The refrigerator door has successfully unlocked and medication was dispensed, but physically the door does not unlock consistently, requiring pharmacy assistance or repeated/cancelled transactions to gain access. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had intermittent door failures. A field service engineer (fse) replaced the latch and harness to resolve the issue. Then the fse verified that all working after replacing components. The system functioned as intended after the field service engineer repaired the device.